Event description:
During a case generator emitted a high pitch audible tone and the device stopped working both on cut and coagulation mode functionality. Generator was powered down and upon re-booting the fan was not running and the generator would not function.

Manufacturer narrative:
Device expected to be returned to the manufacturer but not received as of yet.